Event description:
While preparing insulin dose for my child, I noticed that the zero mark on the syringe was way past one unit mark. I noticed this after the box of syringes were nearly done. This may have caused my daughter to receive little to no insulin at times because her usual dosage is one unit of insulin. There have been days over the past few weeks where her blood glucose level was elevated when her next dose was due.